Manufacturer narrative:
Correction: d4 lot #: updated to s25a04013 (previously reported as a non-valid/not recognized by vantive) additional information were added in h6, h11. H11: the device was discarded; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot: the customer reported lot #: s25a04013 which was not recognized by vantive. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette contained a foreign substance. This was described as ¿substance like microplastic in the cassette¿. This was identified prior to use for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.